Event description:
The facility representative reported a flogard infusion pump with a failure code of 66. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported condition was confirmed. Service determined that the cause was due to a leaking main battery. The main battery was replaced to resolve the issue.